Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative and postoperative bone fracture and/or postoperative pain."

Event description:
It was reported that patient underwent a left total knee arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2015 due to pain and stiffness. The tibial bearing, locking bar and femoral component were removed and replaced.